Manufacturer narrative:
Based on the claim against the product by the customer noting defective cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have a broken conductor wire at the distal end. The broken conductor wire was observed to be pulled out from the insulation, exposing the internal wires. The instrument failed the electrical continuity test. No damage to the conductor wire insulation was observed. Additional observation not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of the grip tips with exposed electrode. The complaint regarding defective cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint has changed to a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted prostatectomy radical salvage surgical procedure, the fenestrated bipolar forceps instrument was observed with a defective cable. A backup instrument of the same kind was used, and the procedure was completed with no report of patient harm, adverse outcome, or injury.